Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account and isolated the issue to the nurse call switch on the left siderail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the nurse call switch on the left siderail to resolved the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed has every function experiencing unintentional movement. The bed is located at the account and was not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).